Manufacturer narrative:
Unit received has a crack on the battery tube which starts at the corner of the belt clip rails. Another crack completely severed the battery compartment such that the battery no longer makes contact. As a result, the board assembly gets no power and nothing gets displayed on the lcd screen. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not turning on. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.